Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported vela device had a white screen that didn't go away even after re-starting the vent (several times). The customer confirmed that there was no patient involvement associated with the reported event.